Manufacturer narrative:
It was reported that when the enterprise stent was half deployed out of the prowler select plus str microcatheter, the distal markers of the enterprise stent that were supposed to be seen like 4 small points on angiogram were seen as a whole. As reported this means that the distal markers seemed not to be deployed until the microcatheter was almost to the recapture limit point; the makers seemed to stick together. The enterprise stent was re-captured and pulled out from the patient's body. The procedure was completed with a similar product without adverse event. The saccular posterior communicating (pcom) artery aneurysm measured 4.5 width x 3.8 depth x 3.7 neck. The products were stored per labeling instructions. A prowler select plus str microcatheter, which was not reshaped, was utilized for insertion of an enterprise stent and a noncordis sl10 j microcatheter was used via the jailing technique for coil insertion. No resistance friction was noted during deliver or attempt to deploy the stent. Deployment was conducted by pulling back the microcatheter, and the delivery wire was held with the right hand. Deployment was attempted in the distal (ica) internal carotid artery that measure between 2-4 mm, but the exact size is not known. The stent was completely recaptured in the introducer, and there were no damages noticed on any section of the stent, delivery system, or distal tip, etc. The same microcatheter was utilized to complete the procedure. One non sterile enterprise was received in a plastic bag. With visual analysis the coil tip presented some bents at 5 mm; a 12 mm section was unraveled at 11 mm from distal end. The stent was not received for analysis. The bends and unraveled condition found in the coil could be related to the shipping and/or storage of the sample, since it was reported that there were no damages noted upon removal of the device from the patient. The coil tip was inspected under microscope and it was noted that the coil wire was stretched at 37 cm from distal end. Functional analysis could not be performed per procedure since the stent was not received for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01419103, which corresponds to cordis lot 13471846. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the cordis nitinol stent lots: 513631, 513686 and 513887 per nitinol devices and components (ndc) revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. The reported incomplete expansion of the stent could not be evaluated since the stent was not received for analysis. The returned delivery wire did not present any indications of manufacturing defect or anomalies that may have contributed to the event as reported. Based on the available information and the analysis of the returned component, no conclusion can be made regarding possible factors contributing to the report that the distal markers of the enterprise vrd did no expand when it was being deployed out of the microcatheter. With review of the device history records there are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Note: lake region lot number 01419103 is cordis lot number 13471846. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419103. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4); revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action, including corrective action will be taken at this time because the released specifications were met, and no non-conformances were found related to the complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the embolization procedure, a prowler select plus str was utilized with an enterprise stent for insertion, and a sl10 j (mc) microcatheter jailing technique for coil insertion. When the enterprise stent was half deployed, the distal markers of the enterprise stent that were supposed to be seen like 4 small points on angiogram were seen as a whole, which means that the distal markers seemed not to be deployed until the mc almost reached to the recapture limit point the makers seemed to stick together. So the doctor re-captured and pulled it out from the patient's body, and completed the procedure with similar product without adverse event. The aneurysm was located in the (pcom) posterior communicating artery and measured 4.5 width x 3.8 depth x 3.7 neck sized saccular aneurysm. The products were stored per labeling instructions. No resistance friction was noted during deliver or attempt to detach. Deployment was conducted by pulling back the microcatheter, and the delivery wire was held with the right hand. Deployment was attempted in the distal (ica) internal carotid artery that measure between 2~4 mm, but the exact size was currently not available to be provided. The stent was completely recaptured in the introducer, and there were no damages noticed on any section of the stent, delivery system, or distal tip, etc. The same microcatheter was utilized to complete the procedure, and the distal tip re-shaped. Additional information will be submitted within 30 days of receipt.

Event description:
During the embolization procedure, a prowler select plus str was utilized with an enterprise stent for insertion, and a sl10 j (mc) microcatheter jailing technique for coil insertion. When the enterprise stent was half deployed, the distal markers of the enterprise stent that were supposed to be seen like 4 small points on angiogram was seen as a whole. Which means, the distal markers seemed not to be deployed. Until the mc almost reached to the recapture limit point, the makers seemed to stick together. So the doctor re-captured and pulled it out from the patient¿s body, and completed the procedure with similar product without adverse event. The aneurysm was located int the (pcom) posterior communicating artery and measured 4.5 width x3.8 depth x 3.7 neck sized saccular aneurysm. The products were stored per labeling instructions.

Manufacturer narrative:
It was reported that when the enterprise stent was half deployed out of the prowler select plus str microcatheter, the distal markers of the enterprise stent that were supposed to be seen like 4 small points on angiogram were seen as a whole. As reported this means that the distal markers seemed not to be deployed until the microcatheter was almost to the recapture limit point; the makers seemed to stick together. The enterprise stent was re-captured and pulled out from the patient's body. The procedure was completed with a similar product without adverse event. The saccular posterior communicating (pcom) artery aneurysm measured 4.5 width x 3.8 depth x 3.7 neck. The products were stored per labeling instructions. A prowler select plus str microcatheter, which was not reshaped, was utilized for insertion of an enterprise stent and a noncordis sl10 j microcatheter was used via the jailing technique for coil insertion. No resistance friction was noted during deliver or attempt to deploy the stent. Deployment was conducted by pulling back the microcatheter, and the delivery wire was held with the right hand. Deployment was attempted in the distal (ica) internal carotid artery that measure between 2-4 mm, but the exact size is not known. The stent was completely recaptured in the introducer, and there were no damages noticed on any section of the stent, delivery system, or distal tip, etc. The same microcatheter was utilized to complete the procedure. The enterprise vrd and delivery system is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01419103, which corresponds to cordis lot 13471846. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the cordis nitinol stent lots: 513631, 513686 and 513887 per nitinol devices and components (ndc) revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. Based on the available information and without the return of the device for analysis no conclusion can be made regarding possible factors contributing to the report that the distal markers of the enterprise vrd did no expand when it was being deployed out of the microcatheter. With review of the device history records there are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
One non sterile enterprise was received in a plastic bag. The coil tip presented some bents at 5mm; a 12 mm section was unraveled at 11mm from distal end. The stent was not received for analysis. The bents and unraveled condition found in the coil could be related to the shipping and/or storage of the sample. The coil tip was inspected under microscope and it was noted that the coil wire was stretched at 37cm from distal end. Functional analysis could not be performed because the stent was not received for analysis. Per (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419103. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. (B)(4). Cordis nitinol lots: 513631, 513686 and 513887; revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action, including corrective action will be taken at this time. The complaint reported by the customer as: 'stent- incomplete expansion' could not be evaluated since the stent was not received for analysis; however the device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.